Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision and patient not satisfied. The lens was exchanged for another non-company lens model 03 months 10 days following the initial procedure. Clinical reason for explant was mentioned as other visual distrubances and cloudy vision. Additional information has been requested.